Event description:
A vaxcel pasv PICC was being placed for therapeutic purpose. During the procedure, as the wire was being advanced, the wire bundled at the end of the needle. Upon attempting to pull the guidewire back out the tip of the guidewire sheared off. Most of the wire was retrieved. A small piece of the wire (less that the size of a surgical staple) was unable to be retrieved and remained in the patient's arm. Another PICC line was placed instead.